Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the wheel locks will not hold anymore, the wheel will move backwards when it is engaged.